Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service repair. During device investigation a failed capacitor was detected which was likely the reason for the malfunction and repair request. Electrical inspection did not succeed because of the observed failure. This is a final report.

Event description:
The fine tuner echo was returned to service and repair. No injury has been reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair. The device had been given to the user at the beginning of (B)(6) 2021, and the malfunction was identified over phone assistance. No injury has been reported.